Event description:
The customer reported via phone call that the insulin pump alarmed button error. The blood glucose reading was 122 mg/dl. There were no significant events leading to the alarm observed. The customer was advised to discontinue using the insulin pump and to revert to their back-up plan.

Manufacturer narrative:
No button error alarms were noted. However, the pump intermittent button response due to moisture damage on the keypad traces. The pump also had minor scratches on the display window, cracked battery tube threads, and a cracked reservoir tube lip.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.